Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - three days after implant, the patient blood pressure lowered, cardiac echo was performed and confirmed a tamponade. The lead was explanted.